Event description:
Boston scientific received information that, initially, this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. However, this device was subsequently reported to have premature battery depletion. Per the current longevity estimates according to product labeling found in the cardiac rhythm management (crm) website, however, this device had met expected longevity. This ICD is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.